Event description:
It was reported that on (B)(6) 2024, a 25mm navitor vison valve was chosen for a tavi (transcatheter aortic valve implantation) procedure. The annular dimensions of the native valve were perimeter: 66.0 mm and area: 346.4 mm2 and the patient had a 33% dilated aorta. During procedure, due to patient anatomy and (relatively) shallow initial landing position at 80% deployment, the valve seated 4 and 1mm above the native annulus and the implant depth was 5mm and 2mm. On final deployment, the valve was migrated 3 or 4 to -1mm and deployed in the surgical valve. The physician used 2 snares, one on the retainer tab, the other through a wire ( radial access) and the valve was repositioned in the aorta. There was no patient related issues noted but there was mild/moderate perivalvular leak (pvl). A decision was made to implant a second valve. A new 25mm vison valve was chosen and implanted successfully using a small flexnav delivery system. After the implantation of the 2nd valve, the valve was bit under- expanded and there was little pvl so a post dilation was performed. There was no pvl noted and hemodynamics was excellent. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported discharged.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device migration, improper or incorrect procedure or method, perivalvular leak, and off-label use was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from field indicated that due to patient anatomy and shallower initial landing position at 80% deployment, the valve seated 4 and 1mm above the native annulus and the implant depth was 5mm and 2mm. On final deployment, the valve was migrated 3 or 4 to -1mm and deployed in the surgical valve. There tension in the delivery system at the time of final deployment. The patient have a horizontal aorta. The physician used 2 snares, one on the retainer tab, the other through a wire and the valve was repositioned in the aorta. There was mild/moderate perivalvular leak (pvl). A decision was made to implant a second valve. Based on available information, a cause for the reported device migration and perivalvular leak appeared to be related to patient's anatomy and procedural conditions. The reported off-label use appears to be related to user as the user implanted the second valve into a first valve location (valve-in-valve implanted). The reported improper or incorrect procedure or method was due to user snaring the valve. The reported surgical intervention and unexpected medical intervention were a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.